Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was received with a blank display. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assembly. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of exposed to moisture was confirmed due to moisture damage along the electronic assembly. The customer¿s allegations of back light anomaly and flashing white display were marked as unknown. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported backlight anomaly, noticed moisture behind the pump screen and while pressing any button screen was flickering and then comes on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for fluid in the pump (pump exposed to fluid). Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd (liquid crystal display), or the customer reported hearing fluid when shaking the pump. Troubleshooting was performed for a backlight anomaly. The customer reported a backlight anomaly on the pump lcd (liquid crystal display) screen. Troubleshooting was performed for cosmetic damage, and the customer reported no visible damage but stated that moisture damage had affected the pump's functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.